Manufacturer narrative:
Updated information: upon further follow up, it was determined that the patient's death was incorrectly reported. The therapy with the initial impella cp 646228 was withdrawn due to a pump malfunction, and a different impella cp (649841) was subsequently implanted. The patient remains on impella support and is currently doing well. Therefore, the previously reported death outcome is not applicable to this case. Updated sections: b2 unselected death and removed date of death and selected other serious. B5 clinical narrative updated. D1 brand name added. D3 MFR fax number added. H1 changed to serious injury. H6 removed f02 (death) and added f05 and f1905.

Event description:
Clinical narrative: impella cp was inserted via right axillary subclavian arterial access site in a 34 year old female for acute on chronic decompensated heart failure/cardiomyopahty. The patient¿s comorbidities were unspecified. The patient¿s clinical state prior to initiation of support was not specified. An impella cp was inserted into the right axillary subclavian artery and documented to have purge solution contating 5% dextrose water with 25 miliequivelants of sodium bicarbonate infusing as intended. After 18 days on impella cp pump support, a motor current high and controller failure alarm occured followed by a pump stop. Multiple attempts to restart pump were noted, including transferring to a backup aic and it did not resolve the pump stop. The therapy with the impella cp 646228 was withdrawn per recommendation and another impella cp (649841) was later implanted. The patient remains on impella cp support with no reports of any device malfunctions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via right axillary subclavian arterial access site in a 34-year-old female for acute on chronic decompensated heart failure/cardiomyopathy. The patient¿s comorbidities were unspecified. The patient¿s clinical state prior to initiation of support was not specified. An impella cp was inserted into the right axillary subclavian artery and documented to have purge solution containing 5% dextrose water with 25 milliequivalents of sodium bicarbonate infusing as intended. After 18 days on impella cp pump support, a motor current high and controller failure alarm occurred followed by a pump stop. Multiple attempts to restart pump were noted, including transferring to a backup aic and it did not resolve the pump stop. It was recommended to replace the pump, however the decision was made to withdraw care. The post procedure outcome was withdrew care/ patient expired. The death is conservatively being reported on the impella due to the inability to conclusively dissociate the pump from the patient outcome, however, it should be noted that the impella cp is recommended for up to 4 days of support with consideration for escalation in support if no improvement or worsening patient conditions are noted beyond 4 days.